Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response. The shock therapy converted the rhythm and therapy was not exhausted as a result. Review of stored device memory noted a gradual increase in pacing impedance measurements for the crt-d and another manufacturer's right ventricular (rv) lead that resulted in high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient was transferred to another facility. This product remains implanted and in service. No adverse patient effects were reported.